Event description:
On 23-may-2025, the italian subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2024 with 0,5 ml of rha 2 in the lips using the retrotracing technique and the needle provided in the box (30g/13mm). The patient had an history of previous aesthetic procedure in the lips: on (B)(6) 2023: teosyal rha 3 (given the injection date, no other complaint was opened for this teoxane product). According to the information received, on (B)(6) 2025, the patient experienced an episode of viral infection (with fever and vomiting) and the next day she started to have swelling and oedema in her lips. Due to the severity of the symptoms, this case was assessed reportable. She went to emergency room where she was prescribed corticoids (bentelan 1 mg) and antihistamine treatment (zirtec) for 5 days and the symptoms disappeared. On (B)(6) 2025 in the evening a strong oedema appeared again in the same area. A second course of corticoids (cortisone) was prescribed and the symptoms improved but returned after the stopping the treatment and a third course of corticoids was prescribed (bentelan to scaling the dose: 2 mg, 2 mg, 2 mg, 1 mg and 1 mg for 5 days). On (B)(6) 2025, we were informed that the symptoms disappeared and the case was closed.

Manufacturer narrative:
Delayed inflammatory reactions that may manifest as oedema weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections (in this case a viral infection). With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of products.